Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. The device was returned to olympus repair center. Omsc was informed as the follows; olympus repair center could not reproduce the reported phenomenon. There were stains on the lcd panel. The inner circuit board was failed. 6 years had passed since the product was manufactured. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the inner circuit board was degraded with age. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.